Event description:
The t-scope breg brace has tabs which rub on the medical incision after acl surgery flanges on strap, that have been causing irritation to surgical incision sites. One case of wound dehiscence.